Event description:
The physician successfully deployed an integrity rx stent in a patient, with no issues reported during the initial preparation and during deployment. Post dilation, the physician noticed some abnormality in the structure of the stent, but reported that the patient was fine. Approximately a week later, the physician performed an angiogram and reported that the stent was fractured and that the patient was fine. The physician decided to leave the stent and perform no further treatment. No patient injury occurred and no clinical sequelae were reported.

Manufacturer narrative:
Cine image review: on review of the cine images, it appears that previously adjacent non welded stent struts may have been pushed out of alignment during post dilatation activities or due to the physical stresses within the vessel. There is no evidence of stent weld or stent weld material breakages based on the images received. (B)(4) - root cause of event is undetermined. Conclusion: no conclusion can be drawn.